Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 32056 was found indicating pitch errors, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where error 32056 was present during power up logs. The usm was then installed onto a patient side cart fixture test platform (pftp) where the automatic gain control (agc) current test failed on pitch searchlight. As a result of these findings, failure analysis was able to conclude that the pitch searchlight flat flex cable (ffc) was found to be the root cause of the reported event. The complaint was confirmed and replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to communication errors resulted from a faulty pitch searchlight fiber cable located within the usm.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered a recoverable fault, error 32056 on arm 2. Before contacting tse, the user attempted a power cycle, but the errors persisted. The tse guided the user through a hard power cycle and an emergency power off (epo) of the patient cart, but the system faulted with the same error upon power up. The tse inquired if the customer could proceed with three arms or if another patient cart was available. The user planned to discuss with the surgeon about using three arms. Later, it was reported that all four arms were needed, and they decided to use a different system for the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that ports were already placed prior to the issue and the procedure was converted to a laparoscopic surgery to continue with the procedure. No additional ports was placed and ports were not enlarged due to the conversion. There was no patient injury.